Event description:
Sales rep reported on behalf of the customer that upon opening the device before surgery, a piece of plastic appeared to be attached to the tip of the device. The customer then subsequently had to open another pack to fulfill the surgery.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.